Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation, the trunk cable connector was damaged, breaking the connection between the connector wires and connector pins. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that her electrode belt connector was damaged. The pt was issued a replacement electrode belt.